Event description:
It was reported that the intra-aortic balloon (iab) was inserted while the patient was in the cath lab. The iab was inserted via the patient's femoral artery. The patient was moved to the operating room. During surgery the ap (arterial pressure) trace from both the fos (fiberoptix sensor) iab and the salved ap form transducer disappeared from the intra-aortic balloon pump (iabp) screen. Anesthesia reported there was no issue on their monitor with direct ap connection from transducer. The iabp was in autopilot mode and had been triggering from ap. After waiting at least 10 seconds for autopilot to find the ap source, the operator switched the iabp to operator mode and ECG trigger. They continued the case for about 15 minutes without ap waveform. Bovie (electrocautery) interruption caused the iabp to miss beats, pressure dropping caused the iabp to miss beats, pressure dropping and the ap signal never returned. When ECMO (extracorporeal membrane oxygenation) was started, the iab was removed. The iab was not save and the iabp was pulled out of service. Field service has been notified. There was no reported patient death, injury, or complication. Medical/surgical intervention was not required. There was no reported delay/interruption in the iabp therapy. The patient outcome is listed as ok. Field service report: symptom - unit lost ap signals, both monitor slave ap, and fos ap signals and low level ap and ECG signals. The unit passed power supply voltage check, fos check, electrical safety test and functional checkout. Software level: 2.24.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.